Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5075850). Checked conformity of DHR. We asked our distributor for further information and for availability of the device. The pump, already available for investigation, had been returned for "stained display" and evaluated. As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase. The service inspected the pump and did not find any malfunction. Nevertheless, the display was found stained probably due to a shock or a fall of the pump. The device underwent a maintenance service with the replacement of the display. Device repaired and returned. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5075850) of which we had not been made previously aware. Event description: "pt's crono pump serial number (B)(4) was giving an error code of ER 4. Pt tried troubleshooting, replacing battery, but pump continued to alarm. She was able to switch to her backup pump and did not miss any of her infusion. We are sending the pt a replacement pump to arrive tomorrow morning. Once she confirms the new pump is working, she will send back the alarming pump to be reviewed. Dose or amount: 44ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2014 - ongoing. (B)(4).